Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's pump parameters did not show up on the heartmate touch screen. The system controller and the modular cable were exchanged. It was noted that while preparing the new primary system controller, the pin inside the new emergency backup battery (ebb) was bent. The ebb was then exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent backup battery pin causing a backup battery fault alarm was unable to be confirmed. The heartmate 3 system controller (serial number (B)(6)) and 11v backup battery (serial number (B)(6)) were not returned for analysis. No log files were available for review. Reported information stated that the bent pin was noticed while trying to get the new primary controller ready for use. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to troubleshoot all alarms on the system controller. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller and backup battery. The heartmate 3 IFU, section 5 entitled ¿surgical procedures¿, provides instruction on how to install the 11v backup battery in the system controller. Section 2, entitled ¿system operations¿, provides instruction on how to properly replace the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The testing records were reviewed for the heartmate 11v backup battery (s/n: (B)(6)) and it was found that the battery operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the display issue resolved with the system controller exchange. The patient was said to be doing well on the new system controller. It was noted that log files were not download due to the white cord not working before the system controller exchange. Log files were also not downloaded after the exchange.